Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter. The patient suffered a cardiac tamponade requiring pericardiocentesis. It was reported that the after transseptal and mapping but before ablation the sound catheter was used, and a pericardial effusion was noted. The patient was asymptomatic. A pericardiocentesis was performed and 725cc of fluid was withdrawn. The patient is now stable. The catheter used were 10439236, d128211, d134805, and d135304. The catheters were disposed of and the lot numbers unknown. The carto serial number is (B)(4), generator and pump serial numbers unknown. Cas stated that the carto, pump, and generator worked within specifications and does not want the units examined. Additional information :relevant history- cryo ablation redo. Transseptal puncture was performed with a baylis fixed transeptal sheath. Low flow, irrigated catheter was in body, not used. No ablation was done. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.